Manufacturer narrative:
(B)(4). Initial report. Additional information, including device details, patient medical history, detailed patient outcome, pre and post operation x-rays and the reported device have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
During surgery a calcar fracture occurred when using the minihip size 4 evaluation broaches.

Manufacturer narrative:
(B)(4). Final report. Additional information including device details, x-rays and the return to the device were requested in order to progress with this investigation. These were not provided, therefore, there was very little information available for the investigation. The device part number was provided but the lot code was unavailable, thus the device manufacturing records could not be identified or reviewed. Based on this, corin now considers this case closed. However, should any new information be provided, this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. Reported device has not been returned.

Event description:
During surgery a calcar fracture occurred when using the minihip size 4 broaches.